Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned for exhibiting low impedances. A new rv lead was implanted. No additional adverse patient effects were reported. Additional information: this additional report is being submitted to include an update/correction to sections g2, and h6.

Manufacturer narrative:
Please note: this additional report is being submitted to include an update/change to section g2: report source which has been changed to health professional. Additionally, section h6: evaluation method codes, evaluation result codes, and the evalution conclusion code has been updated. The investigation conclusion was changed from known inherent risk of device to cause not established. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned for exhibiting low impedances. A new rv lead was implanted. No additional adverse patient effects were reported. Additional information: further information was provided from the field that a lead fracture was also suspected; however, this was not confirmed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned for exhibiting low impedances. A new rv lead was implanted. No additional adverse patient effects were reported.